Event description:
Description of event rep called (B)(6) 2026 @ 10.20 am the needle has pierced the endoscope no patient harm label sent for return "as per cc form": eus cyst drainage at the pancreatic head. The endoscope was placed over the bulbus and when adjusting the catheter length (needle was at zero), the device was perforated laterally by the needle. Patient/event info - notes 1. What was the target location? Eus pankreashead 2. What is the scope manufacturer and model number that was used? Fuji eg580 ut 3. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) no 4. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? No 5. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? 6. Was gaining access to the target site difficult? Yes 7. Was resistance felt while inserting the device through the scope? 8. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? 9. Was the endoscope in a flexed or twisted position at any time during the procedure? Twisted. 10. Was the stylet partially removed when advancing the needle into the target site? No. 11. How many samples were obtained (passes completed) with this needle? Na. 12. Did any section of the device detach inside the patient? No. 13. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a.

Manufacturer narrative:
F3 - address 2: (B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
F3 - address 2: (B)(4). Device evaluation: the echo-hd-19-a device of c2057958 lot number involved in this complaint was returned for evaluation. With the information provided, a physical examination investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 20th of january 2026. On evaluation of the devices the following observations were made: visual inspection: distal end of needle examined, slight kink observed at approx. 2.5cm. Functional inspection: sheath extender able to advance and retract with no issue, needle handle able to advance and retract with no issue. Equipment used: ruler ipe 0402 cal due jan 2035. The reported issue was not observed. Manufacturing records: prior to distribution, all echo-hd-19-a devices are subjected to functional checks and visual inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2057958. A review of the manufacturing records for echo-hd-19-a of lot number c2057958 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: n/a. Instructions for use and/label: the ¿intended use¿ section of the instructions for use (ifu0050) which accompanies this device instructs the user to: ¿this device is used to access or sample submucosal and extramural lesions of the gastrointestinal tract, access of the following: the intra- or extra-hepatic bile ducts, pancreatic ducts, cystic duct, gallbladder or for delivery of injectable materials into tissues through the accessory channel of an ultrasound endoscope.¿ there is evidence to suggest that the customer did not follow the instructions for use. From the information provided it is known that the device was used for cyst drainage at the pancreatic head. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. The off-label use of the device would be a potential cause of the scope perforation. The off-label use could have caused a needle defect that caused the damage to the scope. Abnormal use complaints are considered to be beyond any further reasonable means of interface ¿ related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer: ¿the needle has pierced the endoscope.¿ confirmed quantity, 01 device was confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. Complaints of this nature will continue to be monitored for similar events. Complaint is confirmed based on customer and/or rep testimony.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 05-mar-2026.